Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced trochanteric fracture during primary right total hip arthroplasty, due to unknown reason. The patient recovered from the fracture within 6 month. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000701, g7 bonemaster ltd acet shl 48c, 3730877, 010000925, g7 hi-wall e1 liner 32mm c, 3751656, 163669-00, 32mm dia cocr mod hd std nk, 00j3693207. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered a trochanteric fracture of the right hip six months post implantation. Attempts have been made and additional information on the reported event is unavailable.